Manufacturer narrative:
Additional information: additional information was received on 30-oct-2019 indicating that there was no patient involvement in this event, event occurred during setup. Device evaluation completion date: 01-nov-2019. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with contamination of fluid ingressions. During analysis, the customer's reported problem was verified. The pump was found to be displaying "1260 and 1261" error codes alarm messages during power up when batteries were inserted. Visually inspected the pump and found it had fluid ingressions. The "won't stop beeping" issue was caused by fluid ingressions. Service will replace the microprocessor unit board and downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump would not stop beeping. There was no reported adverse events.